Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient with no significant pmh presented with c4m5 be with lgd (after prior ER for focal visual abnormality containing lgd). Upon initial endoscopy, no other unusual findings were noted. Directly after the first ablation pass with the device, a moderate mucosal laceration? Was noticed within the ablation zone. It is unclear if the catheter was under direct visualization when the injury occurred but no catheter abnormalities were reported. Therefore, the second ablation pass was avoided. No perforation was noted. Minor bleeding occurred but stopped spontaneously within 5 minutes. No intervention was needed. The next endoscopy is scheduled for (B)(6) 2017.